Manufacturer narrative:
This report is submitted on july 05, 2018. (B)(4).

Event description:
Per the audiologist it was reported that the patient experienced inflammation at the implant site. Subsequently, the patient underwent revision (date not reported) to drain fluid from the inflamed site; however, the issue could not be resolved. The patient is being clinically managed by their health care provider.